Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for the evaluation of the reported issue. Device was received with missing smiths tampered seal label and scratched lcd lenses. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence of the reported issue was seen in the event log. To further investigate, a functional and visual check was performed; the reported incident was not duplicated. Device passed the functional test. Error code 46440 is always associated with an erroneous downstream occlusion sensor, dso, reading accompanying a correct upstream occlusion sensor, uso, reading. It was recommended to update the dso bezel by replacing the sensor for preventative measures.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was alarming error 464400. The pump was shut down and turned back on, but the error code did not clear. There was no reported adverse event.